Event description:
My daughter has type one diabetes. She uses the dexcom. We have alerts set up on the phone to notify us of lows. Her blood sugar went to 43 and my phone did not alert me to this even though I have the notification on. Upon calling dexcom, I learned that they have undergone a series of updates that parents were not notified of. I spent a total of three hours with dexcom trying to fix our dexcom system. I still do not feel comfortable using it. The notifications were set properly. We kept getting kicked out of the app. I was unable to properly escalate without a 48 hour hold time which is unacceptable when dealing with a type one diabetic. I am concerned that the alarms do not properly work. Additionally, I am unclear why suddenly dexcom would kick families out of the app and not provide any notifications to them to prepare for the creation of individual accounts. My entire family was unable to support my child during this time. Two representatives had no idea what was going on. Part of the dexcom system said that the ID wasn't even recognized. I continued to push for phone escalation but was told that I could speak with no one. I am very disappointed with the lack of concern or urgency dexcom has with these emergent situations. Also, there is clearly a lack of education. Lastly, the technology is not working properly and more people will die. I want to know how this is being ameliorated.